Event description:
#Medwatcher #(B)(4). Severe cramping, excessive bleeding and passing blood clots, spotting several times a month, dizziness, shortness of breath, joint pain, muscle pain, bone pain, arthritis in upper spine and chest, depression, bloating in lower abdomen, breast swelling, bowel issues, chronic fatigue, trouble breathing, stabbing pain in my lower left side of abdomen and back